Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. As the physician removed the mandrel and stent protector from a 3.5x12mm liberte bare stent delivery system, the stent became detached from the balloon. The procedure was completed with another of the same device and there were no patient complications reported.